Event description:
A user facility reported this lma deflated during use. The pt's oxygen saturation fell slightly from 98 to 95. The oxygen saturation returned to 98 after the pt was suctioned and coughed. There was no pt injury. The user facility has returned lma for eval. No problem could be found with the device.